Event description:
This is a specialty catheter we use in our urodynamics room. The type of catheter is an outside order called an air-charged single sensor catheter that is ordered from laborie medical technologies canada ulc. The catheter was placed into the patients urethra and then we noticed that no urine was coming out, just air. Upon further inspection, the catheter had been shredded at the y-site where the catheter meets the portion that hooks to the computer.